Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a dissection occurred while using a csi orbital atherectomy device (oad). The target lesion was 3cm in length and was located in the proximal left anterior descending (lad) artery. The physician used a 6fr introducer sheath, xb 3.5 guide catheter and a j-wire guide wire to access the lesion. The j-wire guide wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed four runs at low speed, but lost wire access during the final run. The oad and viperwire were removed and a graphix guide wire was used to re-wire the vessel. Balloon angioplasty was attempted, but the physician was unable to cross the lesion. The graphix wire was then exchanged for the viperwire and the oad loaded onto it. The physician completed two runs at high speed and removed the oad. Post-atherectomy angiography revealed a dissection in the proximal lad artery. At this point, the dissection shut down the lad and patient went into cardiac arrest. The patient was attempted to be resuscitated and a balloon pump was inserted. The patient was transferred to the operating room for emergent CABG and a possible lima, but expired before the surgery could begin.